Event description:
It was reported that an ozark screw 'snapped' three months post-operatively. Device remains implanted. Update: additional information was received and two screws fractured three months post-operatively. Revision surgery has not been scheduled or performed at this time. This report captures the first of the two screws.

Manufacturer narrative:
Additional information: a.2 age, a.3 gender; b.5; d.1, d.2a, d.2b, d.4.

Event description:
It was reported via x-ray that the locking mechanism of an ozark plate fractured on the top and bottom level and two ozark screws snapped approximately 3 months post-operatively. Revision surgery has not been scheduled or preformed at this time. This record captures the first of the two screws.

Manufacturer narrative:
B5 was updated with additional information received. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be reviewed as a valid lot code was not provided and could not be obtained. Three x-rays were provided however. X-ray #1 was taken post-op, before this event occurred. X-ray #2 was taken 3 months post op. X-ray #3 was taken 6 months post-op. The screw fracture can be observed in both x-ray #2 and #3. The caudal screws in x-ray #1 appear to be over angulated, which may cause additional stress onto the screws after implantation. Additionally, the anterior surface of the cranial cage appears to be in contact with the posterior surface of the plate. This may cause the plate to not sit flush on the anterior surface of the vertebral body and add additional stress to entire construct. It was reported that the screw hole was prepped by burr holes followed by the placement of the self-starting screws. The drill guide was reportedly not used. No further information regarding the procedure could be obtained. Due to no product being returned, the root cause could not be determined conclusively. Most likely root causes that may have contributed to the reported event include potential over angulation of the caudal screws and/or placement of the cranial interbody, which appears to be contacting the ozark plate.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an ozark screw 'snapped' three months post-operatively. Device remains implanted.